Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the proximal tip of the inserter hammer platform has metal fragments breaking off. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the investigation has confirmed that metal fragments loosen proximal from hammer platform. The instrument head features damages and material chucking. Furthermore proximal at the blue handle a complete partial part is missing. Investigation of documentation for production and material give evidence that the instrument was produced under specifications in 2012. Failure in material or production could not be detected. The heavy damages at the head and handle make it seem likely that extensive force during a nail insertion carried out and generated these breakdowns. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.